Manufacturer narrative:
(B)(4). Of the tv-ICD patient population, no patient identifier or device manufacturer information was available. Of the s-ICD patient population, no specific patient or device identifier information was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Mithani, a. A., h. Kath, et al. (2017). "Characteristics and early clinical outcomes of patients undergoing totally subcutaneous vs. Transvenous single chamber implantable cardioverter defibrillator placement." Europace: epub before print.

Event description:
Boston scientific received information from journal article review. The study included patients implanted with transvenous implantable cardioverter defibrillators (tv-icds) and subcutaneous implantable cardioverter defibrillator (s-icds) between october 2012 and september 2015. The study compared 91 s-ICD patients to 91 matched tv-ICD patients in terms of intra- and post-operative complications and deaths within the first 180 days after implant. For s-ICD dft testing: 79/91 s-ICD patients underwent dft testing or attempted testing. Three patients required repositioning of the pulse generator and/or lead to achieve successful dfts. One patient was not retested due to difficulty with sedation; one patient could not be retested due to comorbidities. Infection requiring explant occurred in 3 s-ICD patients and 1 tv-ICD patient. The first s-ICD case, the patient developed a hematoma and later required explant due to infection. The patient was placed on comfort care and subsequently died due to worsening heart failure and cardiac pump failure (already reported in report numbers 3009448963-2013-00112 and 3009448963-2013-00114). Another s-ICD infection case from 2015 was already reported in report number 3009448963-2015-00517. It was also noted that 16 patients in the cohort had experienced infection of a previous tv-ICD system. One s-ICD patient experienced inappropriate shock due to noise; it was found that the superior electrode was contacting a sternal wire from a previous CABG surgery. Two tv-ICD patients experienced inappropriate shocks due to atrial tachycardia. Two patients in the tv-ICD group required system revision: one due to intractable pain and one due to unsuccessful dft testing and the addition of a subcutaneous array. Two patient's in the s-ICD cohort died. The first was mentioned above (hematoma case) and the second, the patient developed sepsis one week after implant and later died due to sepsis.